Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that: we have received three screws where we could not determine which article and lot number belongs to which screw. We do strong assume that body and bone movement could have led to this screw breakage. Part was inspected for lateral head hole taper thread depth (features pd1 and pd2). Holes were found conforming except for l1 (unobtainable: due to the sheared off screw head). Part was inspected for 2.75 min. Thread diameter (feature r). Holes were found conforming except for l1 (unobtainable: due to the sheared off screw head) and l6 (damaged: due to material from notch d1(s) being pushed toward hole). Part was inspected for minor diameter, lateral head taper threads (features md1 and md2). Holes were found conforming except for l1 (unobtainable: due to the sheared off screw head). Part raw material was verified and found conforming (material specification: tan). All features that were obtainable and could be measured during the investigation passed inspection with 2 exceptions. Exception #1 - all features pertaining to lateral head hole l1 (unobtainable: due to the sheared off screw head). Exception #2 - feature r lateral head hole l6 (damaged: due to material from notch d1(s) being pushed toward hole). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the lcp superior anterior clavicle plate (04.112.010) had been used for a distal end clavicle fracture case on (B)(6) 2015. The surgeon had decided to insert reported three screws designing of patient¿s bone fragment and angle of screw. On (B)(6) 2015, the patient claimed pain when he commit rehabilitation. Then it was found that one screw broke and distal fragment was displaced through x-ray. Per attached device records, the patient underwent revision surgery on (B)(6) 2015. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date of birth not provided by reporter. Actual date of breakage is unknown. Brand name is one of the following screws that broke, unknown which one: 402.220s / lot 9031562, 402.220s / lot 9045933, 402.218s / lot 9413561. Additional product code: hwc. Device history records was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 25.jun.2014 expiry date: 01.jun.2024, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records was conducted. The report indicates that the: non-sterile product 402.220 / 9012831, manufacturing location: (B)(4), manufacturing date: 11.jun.2014, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.